Event description:
When bovie united inserted through trocar sleeve, the material on the sleeve became frayed. This happened a second time with a second sleeve. Company notified, frayed sleeves investigated, determined to be user error because lateral pressure was applied while inserting bovie into trocar sleeve. No injury to patientinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.